Event description:
A school nurse reported a malfunction, identified as 13-0x221b, on a mobile pump. There was no reported impact to the customer's blood glucose level. Since the nurse was not an authorized contact, no technical support was provided, and the issue was not resolved. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code was not resettable. Technical support resolved the issue by sending a replacement pump.